Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include:   brand name vectris surescan; product ID 977a275 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports that the patient experienced a lead migration or dislodgement and a return of pain. Leads did not migrate around or entangle internal organs. No stimulation issues were reported as a result of the lead migration. Rep reports the issue is not resolved and is still ongoing. The rep will provide additional information as they become aware.